Event description:
It was reported during in clinic follow up interrogation that the implantable cardioverter defibrillator had a post paced t-wave oversensing episode in (B)(6) 2022. Programming adjustments were made. The patient was stable and asymptomatic.